Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed, and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the reported information, exchanging the provided barewire filter delivery wire for the non-abbott guide wire prevented the ability to retrieve the filter, causing the filter to dislodge from the wire resulting in unexpected medical intervention to retrieve the filter via snare device. The emboshield nav6 instruction for use (IFU) states: ¿the emboshield nav6 device can only be used with the barewire filter delivery wire. Use of the device with any guide wire other than the barewire filter delivery wire will lead to loss of the filtration element during the procedure or an inability to retrieve the filtration element¿. The barewire filter delivery wire contains an 0.019¿ step which prevents the filtration element from coming off the wire during filter retrieval. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: b6: dates estimated. D4: a partial UDI was provided as the lot number is not known. H6: medical device problem code: 2017 - guide wire / fdw selection incorrect.

Event description:
It was reported that the procedure was to treat a heavily calcified, heavily tortuous left carotid artery lesion. The emboshield nav6 embolic protection system was advanced over a non-abbott guide wire. The filter was deployed on the non-abbott guide wire however during filter retrieval, the filter came off the non-abbott guidewire. A snare was used to retrieve it. No additional information was provided.